Event description:
A ventilator was returned to a third party service center for service. There was no harm or injury reported. During the evaluation of the device at a third party service center, an issue with the power management board was observed. The power management board was replaced to address this issue.